Event description:
It was reported to nova biomedical that a consumer received a result of 21 mg/dl on their blood glucose meter. The customer experienced a hyperglycemic event which required medical intervention. The emts tested the consumer using their unk blood glucose meter getting a result of "hi". It was reported that the consumer was admitted to the hospital with high blood glucose readings. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. It was also revealed that the consumer recently started to use her insulin pump, which was removed when she was admitted to the hospital. The meter in question will be returned for eval. The test strips in question will not be returned for eval, they were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.